Manufacturer narrative:
One 3 lesion nt1100 generator was received for analysis. Visual inspection of the returned generator revealed no anomalies. The generator successfully passed the power on self test and booted to the software application menu upon applying ac power. Functional testing of the generator verified consistent functionality in all modes (sensory, motor, lesion, and pulsed) and no errors were detected while monitoring the temperature and impedance readings at all ports. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported event was not reproduced as no unsafe probe error message was observed during the evaluation.

Event description:
The generator displayed an error message stating: "unsafe probe 1 detected check probes and connectors press lesion". The probes were replaced and the generator was rebooted. When the port was changed, the message displayed for probe 2. The generator was rebooted again, alternative probes and probe connectors were used which did not resolve the issue and the procedure was cancelled.